Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge onto the pump. Reportedly, the cartridge was filled with approximately 100 to 150 units. The customer's blood glucose level was 135 mg/dl. The customer was unable to perform troubleshooting as the customer did not have any additional insulin to fill the cartridge with. The customer confirmed manual insulin pens would be used until additional insulin was obtained. Although requested, no further information was provided on the reported event.